Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that the stimulator stopped working so she wanted to have it removed. Patient said that starting about a year ago her stimulator stopped working and was not comfortable and hurt to sit on. The stimulator stopped taking a charge anyways and then noted that about 10 months ago she noticed a wire on the recharger was broken. Patient was redirected to their hcp regarding request to have stimulator removed and if patient ends up deciding to continue with using the stimulator she is welcome to call back to getting damaged recharger cord replaced.